Event description:
During a lap donor nephrectomy procedure, the clamp arm on the shears disconnected at the hinge. The device was not in the patient at the time. Case completed with another device. No patient consequence.